Event description:
It was reported that while backloading the dilatation catheter onto another co's guide wire, the catheter met resistance. Additional force was applied to the catheter, at which time it froze on the guide wire. An attempt was then made to pull the catheter off the guide wire, and the catheter shaft fractured. The entire system was removed as a unit and the case was completed using another guide wire and dilatation catheter. Additional info received stated that the catheter never entered the pt and that the resistance occurred within the initial 40cm of the distal tip of the catheter. There was no pt injury reported.